Event description:
The patient experienced shocking in his heels and occasionally in the lower back when the neurostimulator was turned on. The targeted paresthesia area was the lower back and legs. The neurostimulator pocket was warm and sensitive to touch. The patient was seen in clinic. Current impedance measurements were normal. There was no known incident or accident related to the event although the patient had an ingrown toenail removed on (B) (6) 2009. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).